Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve dislodged aortic after release from the delivery catheter system (dcs). The suspected causes of the dislodge valve was due to under sizing of the valve and under expansion of the valve. A second non-medtronic valve was implanted. No additional adverse patient effects were reported.